Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture in the battery compartment with no damage to the pump. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/19/2017 with the following findings: the pump was unable to power up and was completely unresponsive during the investigation and had moisture damage. Due to the pump not being able to power on, the investigation was unable to verify some steps. During visual inspection of the pump, it was observed that the battery compartment was cracked and there was evidence of moisture corrosion in the battery canister and on the returned battery cap. The returned battery cap was undamaged and able to fit securely to the pump. The pump was opened and there was no further moisture damage found internally.